Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that she experienced high and low blood glucose levels. The customer had the wrong settings and it was pushing insulin out. Customer's blood glucose level went up to 600 mg/dl. The customer treated their high blood glucose level with a manual injection. The insulin pump alarmed insulin flow blocked. Customer's blood glucose level also dropped to 25 mg/dl. She treated her blood glucose level with food. The customer had a glitch on the screen where the fill tubing and load reservoir are in the same cell on the screen when rewinding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.